Event description:
It was reported that during the implant of a new device, it was noted that the old lead had difficulty inserting into the new header. They also thought there was an issue with impedances as they were measuring high out of range greater than 3000 ohms, however it was determined that the lead configuration was incorrect and lead had not been inserted yet. Once programmed and inserted impedances were within normal range around 400 ohms. The lead remains in-service. No adverse patient effects were reported.